Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners.

Event description:
It was reported that there was a crack on the battery compartments. The customer's blood glucose was unknown. Nothing further was reported.